Event description:
The customer reported the sys shut down four times during the case. There was an hr delay. The customer sated that when the surgeon attempted to use the microscissors he was having difficulty. When the surgeon went back into vitrectomy they heard a large "air puff" noise and an error message was noted. They rebooted the sys. This happened three more times with each working interval getting shorter. The last time the sys would not reboot. The customer called customer technical support and it was recommended that another foot pedal be used to complete the case. The surgeon was finally able to finish the case. The pt's prognosis is good.

Manufacturer narrative:
The customer svc rep examined the sys and was unable to duplicate the reported problem. The customer svc rep did find other issues and replaced the regulators. The sys was checked to prod specifications. Investigation including root cause analysis is in process. This report mailed in to FDA on: 02/07/2008.